Event description:
Reporting status: death/medical intervention. Reporting rationale: death/medical intervention. Device issue: shaft separation. It was reported that the vision stent delivery system (sds) was being used to treat the om graft and was advanced through a previously implanted stent in the left main. There was some difficulty advancing the stent; therefore, it was decided to remove the vision and use two shorter stents. Upon removal of sds, it became stuck on the previously implanted stent. The sds was pulled and the distal shaft separated. The separated portion of the sds remained in the patient with the stent implant still on the balloon. A snare device was used but was unsuccessful. Finally, forceps were used and the distal shaft along with the stent implant were removed. However, the patient died one day after procedure. No additional event or patient information is available.

Manufacturer narrative:
.